Event description:
(B)(4). It was reported that chest pain occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as silent ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. The 3.0 x 29 mm, 80% stenosed target lesion was located in the proximal left circumflex (lcx) and was treated with pre-dilatation and placement of a 3.0 x 32 mm study stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2014, the patient presented to an emergency department due to chest pain with shortness of breath and diaphoresis. The following day the patient was hospitalized. Coronary angiography revealed 70% stenosis in mid lcx; 100% stenosis in distal lcx , 100% diffuse stenosis in the first obtuse marginal (om) and patent study stent in the proximal lcx. The 70% stenosis noted in the mid lcx was treated with placement of a 3.0 x 15 mm non bsc drug eluting stent. Following post dilatation residual stenosis was 0%. In addition, the core lab reported that remote target vessel revascularization (tvr) to om branch via saphenous vein graft (svg) was a successful treatment for in-stent restenosis (isr) of an unknown stent and target lesion revascularization (tlr). Two days from admission, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that at the time of the event the patient presented with chest pressure radiating to both arms. Previously it was reported that coronary angiography revealed 70% stenosis in the mid left circumflex (lcx) and 100% stenosis in distal lcx, now it is reported 40% distal stenosis and 70% proximal stenosis and severe stenosis in the distal lcx at the distal end of the prior stent. It was also previously reported that the event was resolved without residual effects, now it is only reported that the patient was discharged.